Manufacturer narrative:
Follow-up #1 date of submission 09/03/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: evidence of moisture was visible in the display screen. Unrelated to the initial complaint, the display screen was blank. The battery compartment was cracked and the audio bolus button cover was detached/missing. The pump failed a leak test due to a bolus button leak. The pump cover was opened and internal moisture damage was observed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.